Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: found smashed connector tip and unit failed leak test close to serial plate area. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus, that the hd autoclavable camera head is damaged. Image issues during procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, flooding of the original equipment has been confirmed. Therefore, it was determined that the video function did not work properly due to flooding of the original equipment, and the phenomenon (¿no images¿) occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.